Event description:
It was reported that "the balloon was inserted in the patient and then withdrawn to terminate the procedure based on the on-site physician's description that there was blood in the balloon line". A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4).the reported complaint that "there was blood in the balloon line" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported that "the balloon was inserted in the patient and then withdrawn to terminate the procedure based on the on-site physician's description that there was blood in the balloon line". A 2nd catheter was not inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).